Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities was explanted for normal battery depletion. Preliminary device analysis revealed the battery depleted prematurely.